Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Pro code is krd/hcg. (B)(4). Initial reporter information such as the name, phone and email address are unknown. [Conclusion]: the healthcare professional reported that during the coil embolization procedure to treat a ruptured visceral aneurysm at the splanchnic artery, the physician was attempting to change the position of the deltafill 18 18mm x 55cm coil (dlf181855 / l11616) when the delivery wire was withdrawn to insert the coil again, the coil became unraveled. The coil was replaced with another deltafill 18 of the same product code dlf181855 and the procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The deltafill 18 18mm x 55cm coil was reported as not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l11616) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint that the deltafill 18 18mm x 55cm coil became unraveled during the procedure could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that deltafill 18 18mm x 55cm coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure to treat a ruptured visceral aneurysm at the splanchnic artery, the physician was attempting to change the position of the deltafill 18 18mm x 55cm coil (dlf181855 / l11616) when the delivery wire was withdrawn to insert the coil again, the coil became unraveled. The coil was replaced with another deltafill 18 of the same product code dlf181855 and the procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The deltafill 18 18mm x 55cm coil was reported as not available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 12/20/2018. The initial reporter phone: (B)(6). Conclusion: the healthcare professional reported that during the coil embolization procedure to treat a ruptured visceral aneurysm at the splanchnic artery, the physician was attempting to change the position of the deltafill 18 18mm x 55cm coil (dlf181855 / l11616) when the delivery wire was withdrawn to insert the coil again, the coil became unraveled. It was confirmed that there was no resistance encountered between the guidewire and the microcatheter when the physician was accessing the target site. The coil was replaced with another deltafill 18 of the same product code dlf181855 and the procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The deltafill 18 18mm x 55cm coil was reported as not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l11616) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint that the deltafill 18 18mm x 55cm coil became unraveled during the procedure could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that deltafill 18 18mm x 55cm coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.